Event description:
It was reported that the 6800 system had an intermittent loss of fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board, image processor, and the cpu upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.